Event description:
It was reported that the bd luer-lok¿ syringe scale markings were crooked. The following information was provided by the initial reporter, translated from portuguese to english: "crooked graduation.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-01-31. Investigation summary: to aid in the investigation, one sample in an opened packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed and the returned sample has the scale marking skewed. The photo shows a syringe with no packaging blister. The syringe barrel has the scale marking skewed. No other defects or imperfections were observed. This defect could occur if there was a jam during the printing process inducing the symptom reported. A device history record review was completed for provided material number 303552, lot number 1103477. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the printing process was performed. The settings were correct and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe scale markings were crooked. The following information was provided by the initial reporter, translated from (B)(6) to english: "crooked graduation."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe scale markings were crooked. The following information was provided by the initial reporter, translated from (B)(6) to english: "crooked graduation."